Event description:
The nurse reported via fax that the coating of the spiral spalled. It was also mentioned that an alternative device was used and that the surgery was finished with the expected result.

Manufacturer narrative:
Na